Event description:
On (B)(6) 2012, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on (B)(6) 2012 at approximately 8am. Just prior to attempting to test and discovering the subject meter would not power on, the patient's father stated the patient began to feel shaky. The reporter stated that the patient knew he was low and despite not being able to test his blood glucose due to the power issue, he treated himself with food and/or drink soon afterwards in response to the symptoms. At the time of troubleshooting, the patient's father confirmed the subject meter's battery was replaced; however, the meter would still not power on. The cca noted that the patient was using the correct test strips. Replacement product was sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient was already in serious injury at the time the alleged power issue was discovered. In addition, there was no delay in treatment as a result of the meter issue. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.